Manufacturer narrative:
(B)(4) the problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained the air alarm. The home patient (hp) was not connected. The bags were already disconnected. The hp cycled power to get a se 2367. The tsr had the hp cycle power to get back to start. The hp would use new supplies. The call completed and new supplies would be used. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.